Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism had fully deployed before the pod was able to be used.

Manufacturer narrative:
The device was received deployed. The data showed that the first priming sequence ended at pulse 46 and deactivation occurred at pulse 56. Although the needle mechanism was reset and fired properly during the investigation, the reported event could not be determined.